Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Thirty eight devices were received for evaluation. Eight events were duplicated during testing. Twenty eight events were not duplicated; however, the devices were found to be outside of specifications. Eight devices were found to have damaged components. Eight devices were found to have internal corrosion. One device was found to have a damaged component and corrosion. Twelve devices had worn internal components. Two devices were found to be affected by corrosion and worn internal components. Four devices had worn and damaged internal components. One device was found to be affected by worn components and non-stryker repair. One event was not duplicated; the device was found to be within specifications for the reported event. One device is expected to be received for evaluation; however, it has not been received. One device is available for evaluation but has not yet been evaluated. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 39 </noe> malfunction events, in which the device overheated. Twenty five reported events had no patient involvement; no patient impact. Twelve reported events had patient involvement with no patient impact. Two reported events had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 devices were received for evaluation. 1 event was duplicated during testing; however, the device was found to be outside of specifications. 1 device was found to be affected by worn components. 1 event was not duplicated; the device was found to be within specifications for the reported event. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes 39 malfunction events, in which the device overheated. 25 reported events had no patient involvement; no patient impact. 12 reported events had patient involvement with no patient impact. 2 reported events had no known patient involvement or patient impact.